Event description:
It was reported to medtronic minimed that the customer reported that the insulin pump was bumped with no physical damage. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed and the pump rattles while reservoir was inside of the pump. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1812 was requested and the customer's response was the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Flashing white display due to cacked lcd controller on the pcb1 board. No abnormal rattling noted. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to flashing display. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The sc1 cap locks properly into the reservoir compartment. Confirmed flashing white display after battery installation due to cacked lcd controller on the pcb1 board. No abnormal rattling noted during analysis. Confirmed scratched case and pillowing keypad overlay during analysis. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.